Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had missing cr transaction. A technical support specialist (tss) stated that the issue was related to bug 27745 cr item not in cr database but allowed to fill from purchase order (po). The tss advised adding the item with the correct item ID to the cr item formulary, unloading the incorrect item that was just filled, deleting the incorrect item from the po, and then creating a new po for the item using the correct item ID that was added to the cr item formulary. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the transaction was missing. The customer reported that the user had filled a sodium chloride bag and the label had printed, but there was no record of the transaction in mql, and the item was not appearing on the rxverify screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the transaction was missing. The customer reported that the user had filled a sodium chloride bag and the label had printed, but there was no record of the transaction in mql, and the item was not appearing on the rxverify screen. However, there were no delays or adverse events or injuries reported based on this event.